Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat crease and total delamination of the valve. Leak test and microscopic analysis were performed and identified total delamination of valve. Based on the device analysis the final assessment was total delamination of diapherm flange disk assessed as adhesive failure.